Event description:
Customer reported discrepancy on one ckmb result. Customer initially reported a high ckmb result on a pt. Another draw 1 hour later gave a normal ckmb result. Repeat of both specimens gave high results.

Event description:
Customer reported discrepancy on one ckmb result. Customer initially reported a high ckmb result on a pt. Another draw 1 hour later gave a normal ckmb result. Repeat of both specimens gave high results.